Event description:
The patient complianed crackling noise and then no sound at all after switching on her device on april 18, 2004.telemetry testing resulted in "poor coupling" the device had malfunctioned.